Event description:
It was reported that the patient presented for a follow-up post-implant. The device displayed a message that erroneous parameters were detected. The device was set back to nominal settings and then reprogrammed to the final settings from implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.